Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a dilator inserted through a sheath. The tips of both devices were found to be damaged through microscopic inspection. The sheath tip edge is jagged, flared and stretched and the score lines were both split for 4 mm starting at 2 mm from the edge. The dilator tip was flared, split and folded. In a few locations the edge is pushed back and the material is whitened indicating that the area was under stress. This type of damage is consistent with the device hitting or pushing against a tough/hard surface. A device history record review was performed with no relevant findings. Based on the reported information, the time of discovery and the condition of the sample operational context caused or contributed to this event. No further action will be taken. Correction: the product number has been updated. The designation of the device being labeled for single use has also been updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's right brachial vein in the ICU. While the sheath was being inserted the tip rolled back. At which time they opened a pl-00760 sheath kit to complete the procedure. There was no delay in treatment and no patient death or complications reported.